Event description:
The customer reported that they were having trouble with the foot pedal.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge svc rep removed and replaced the x-ray tube, snubber, rtos and gpos. He reinstalled the software and config then calibrated the system. Calibration of filament driver would error (ma did not increase as expected). The rep removed and replaced the hv tank, fun filament calibration. The system now operates as intended.